Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 4.10d. Pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was tested using a test battery cap.

Event description:
Medtronic received information that battery cap cracked/damaged, low battery alert less than 1 week, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.